Event description:
A theatre nurse reported that two vitrectomy probes did not cut adequately during two vitrectomy surgeries. A new cutter was opened and calibrated to complete the procedure. This cutter was part of a custom pak, but the facility also experienced similar issues in the past with stand alone cutters. There was no patient harm. Additional information has been requested but not received to date. This is one of three reports being filled for this facility. This report is for the first system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. No probe was returned for not cutting adequately. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).